Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had software version (B)(4) which is not compatible with the system in the hospital. So the device would not pickup the drug library. Device requires software reload of version (B)(4) and a full pm. There was no patient involvement.